Event description:
It was reported that the patient's implantable neurostimulator(ins) would not turn on when using patient programmer or magnet and she had a loss of therapeutic effect. Patient reported she slipped and fell in her bathtub in (B)(6) 2011 and fractured the ball joint on her hip and had a concussion and headaches. Patient stated stimulation was it was reported that the patient noticed her battery was "dead" when she tried to turn the implantable neurostimulator (ins) on with the patient programmer/magnet and it did not turn on. It was stated that the patient had been having spasms for "a while." It was noted that the stimulation was working fine but she was having spasms "which did not take much." The patient reportedly had spasms when she sneezed or turned "wrong." It was stated that there was a loss of therapeutic effect. The patient reportedly slipped and fell in her bathtub in (B)(6) 2011, fracturing the ball joint on her hip. Following the fall, it was stated that the patient had a concussion and headaches. It was noted that the patient is still having spasm and was not sure if it was caused by the fall. It was noted that the patient was in the hospital (B)(4) 2012 "because of spasm and was paralyzed." The patient was reportedly "worried" that the ins was "leaking inside her body." It was stated that the patient was going to see a healthcare provider (hcp) about having the ins replaced. It was noted that the patient saw the hcp and had a cat scan on (B)(6) 2013. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).